Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the image sensor unit may have been broken due to burned/melted c-cover, as a result, the image disappeared when the bending tube was angulated. In addition, it is also likely that a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. Subsequently, the c-cover was burned/melted. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿¿¿important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 "troubleshooting" if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity". User may detect the event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscope IFU states about warning when using a high-energy endo therapy accessories as follows: 4.3 using endotherapy accessories olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the bronchovideoscope had leakage. Upon inspection of the customer¿s returned device it was observed, the charged coupled device was broken (image failed), and the plastic distal end cover (c-cover) was burned. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bending section cover (a-rubber) and the air valve unit had leak, the c-cover was deformed, the bending section cover (a-rubber) glue was chipped, the connecting tube had dent, the universal cord was scratched, and the air valve unit was turned. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.